Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a routine device changeout procedure, the chronic right ventricular (rv) lead exhibited out of range impedance measurements or impedance could not be taken when the superior vena cava (svc) and rv coil was plugged into the new device. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.